Event description:
As reported, during attempted deployment of a 5mm x 120mm smart flex self-expanding stent (ses) delivery system, the physician pulled back the hub, but the delivery system was stuck on a non-cordis double-length guidewire and the outer sheath separated. The delivery system was removed by withdrawing the full system with the guidewire. An unknown smart control ses delivery system was used to complete the procedure. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa) which was calcified. The device was stored and prepped according to the instructions for use (IFU). The device was returned. Addendum: it was reported there was no indication that the stent was partially deployed; however, product evaluation revealed that the was a very slight partial deployment of the stent.

Manufacturer narrative:
Please note that the site information was requested but was not provided. Complaint conclusion: as reported, during attempted deployment of a 5mm x 120mm smart flex self-expanding stent (ses) delivery system, the physician pulled back the hub, but the delivery system was stuck on a non-cordis double-length guidewire and the outer sheath separated. The delivery system was removed by withdrawing the full system with the guidewire. An unknown smart control ses delivery system was used to complete the procedure. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa) which was calcified. The device was stored and prepped according to the instructions for use (IFU). The device was returned. A non-sterile unit of product ¿smart flex 5x120 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and prepared for product evaluation. A thorough inspection identified a kink located approximately 29 cm from the proximal end. Additionally, the proximal end of the outer sheath was found to be separated from the hemostasis valve at approximately 127 cm from the distal tip. The hypotube exhibited a kink approximately 12 cm from the proximal end. The stent was observed to be partially deployed, and the hemostasis valve was in a locked position. No additional anomalies were identified on the returned device. Functional analysis could not be performed due to the severe kinked condition, which prevented adequate flushing of the device and obstructed the wire lumen, thereby impeding guidewire advancement. The separated edges of the outer sheath were examined using a vision system. This evaluation revealed elongation features along the separated material edges. Such elongation is commonly associated with material separation resulting from tensile overload. Based on these observations, it is concluded that the device was subjected to tensile forces exceeding the material yield strength prior to separation. Based on the event description and product evaluation findings, the reported ¿guidewire lumen (inner shaft) resistance/friction¿ could not be verified, as the severe kinking observed in the wire lumen prevented adequate functional evaluation. The delivery system was reported to be stuck on a non-cordis guidewire while traversing a calcified superficial femoral artery, a condition that is known to increase procedural resistance. The ¿outer sheath separated¿ condition was confirmed during analysis, as elongation observed at the separated edges is consistent with material tensile overload associated with excessive tensile forces applied during attempted stent deployment. Furthermore, the severe device kinking in conjunction with the subsequent findings of ¿stent delivery system (sds) deployment difficulty partial deployment¿ would be expected to further restrict system mobility and increase internal friction within the wire lumen, thereby impeding guidewire movement. Handling and procedural factors were likely contributing factors to the reported events, as listed in the instructions for use any resistance met during use of the delivery system, withdraw the device and another device used. According to the instructions for use, which is not intended as a mitigation, ¿introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the information available nor the product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.